Event description:
It was reported that 6 bd ultra-fine¿ 3/10ml insulin syringe were missing air. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that air should be at the top of the barrel but the plunger rod was attached to the barrel top with missing air.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-oct-2022. H6: investigation summary: customer returned a total of (6) 0.3ml syringes. The plunger rod placement within the syringes butted up against the distal tip of the syringe barrel. Mechanical testing of these syringes found that the plunger rods could be moved up and down the length of the barrel without issue. Additionally, the syringes could be used to draw and expel water during testing. No leaks were found that pertained to the condition of the rubber stopper at the tip of the plunger rod. The rubber stopper did not drag or warp when in use. The plunger rod fits within the barrel of the syringe and the plunger rod cap in place on the syringe barrel. No damage was found and the syringes function as intended. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of incorrect plunger placement. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 6 bd ultra-fine¿ 3/10ml insulin syringe were missing air. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that air should be at the top of the barrel but the plunger rod was attached to the barrel top with missing air.